Event description:
Two days after placement of a precise stent in the carotid artery the patient began to have persistent headaches and confusion. The patient returned to the emergency room ten days after discharge and an MRI revealed acute infarcts of the right middle cerebral artery (mca). The patient is an (B)(6) male who was enrolled in the (B)(6) study for carotid stenting. The target lesion location was the ostium of the right internal carotid artery (ica). The vessel was described as mildly calcified and mildly tortuous. The rate of stenosis was 85%. An angioguard (601814rmc/ lot 70613450) embolic protection device was advanced and successfully deploy distal to the lesion. The lesion was pre-dilated and a precise stent was successfully placed in the lesion. The stent was post-dilated and the angioguard was removed from the vessel. Upon removal of the angioguard, it was noted that there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and plavix prescribed. The patient presented to the emergency department with complaint of frontal headache and confusion. The headache was persistent, and he treated it with tylenol. He also had some sinus congestion. He had an MRI of the brain on (B)(6) 2013, which showed some acute infarcts of the right mca. He received a bilateral carotid duplex which showed a patent right coronary artery stent and bilateral ica's within normal limits. He was seen by neurology. It was advised to continue on aspirin and plavix. At the time of discharge, his symptoms mostly resolved. He did still have a mild headache. The symptoms have since resolved.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Two days after placement of a precise stent in the carotid artery the patient began to have persistent headaches and confusion. The patient returned to the emergency room ten days after discharge and an MRI revealed acute infarcts of the right middle cerebral artery (mca). The patient is an (B)(6) male who was enrolled in the sapphire study for carotid stenting. The target lesion location was the ostium of the right internal carotid artery (ica). The vessel was described as mildly calcified and mildly tortuous. The rate of stenosis was 85%. An angioguard embolic protection device was advanced and successfully deploy distal to the lesion. The lesion was pre-dilated and a precise stent was successfully placed in the lesion. The stent was post-dilated and the angioguard was removed from the vessel. Upon removal of the angioguard, it was noted that there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and plavix prescribed. The patient presented to the emergency department with complaint of frontal headache and confusion. The headache was persistent, and he treated it with tylenol. He also had some sinus congestion. He had an MRI of the brain on (B)(6) 2013, which showed some acute infarcts of the right mca. He received a bilateral carotid duplex which showed a patent right coronary artery stent and bilateral ica's within normal limits. He was seen by neurology. It was advised to continue on aspirin and plavix. At the time of discharge, he did still have a mild headache. The symptoms have since resolved. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cerebral infarction is an ischemic stroke resulting from a disturbance in the blood vessels supplying blood to the brain. It is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be atherothrombotic or embolic. A cerebral infarction occurs when a blood vessel that supplies a part of the brain becomes blocked or leakage occurs outside the vessel walls. This loss of blood supply results in the death of that area of tissue. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective actions will be taken at this time.